Event description:
One device was implanted on (B)(6) 2014 for penile augmentation. Subsequently the pt developed an exudate and discharge on (B)(6) 2014. The device was explanted on (B)(6) 2014. No additional info was provided. This type of outcome is typically associated with a surgical site infection although this has not been confirmed.

Manufacturer narrative:
The device history record for this lot was reviewed and everything was in order.